Event description:
Customer informed maquet that the surgical light was rusted and paint was missing in some parts of the light. No injuries were reported. (B)(4).

Manufacturer narrative:
The manufacturer evaluated the device and determined that: rust at the junction between the lighthead and the spring arm might be the result of inappropriate cleaning and/or disinfection protocols; missing pain is located where potential collisions with other objects or devices are possible. Per the device IFU, the device shod be wiped with a cloth moistened with a surface cleaner and users should make sure no liquid residue is left on the device after cleaning. It is the responsibility of users to verify on a daily basis, the absence of paint chips, impact marks and any other damage. Additionally, in order to avoid collisions, the user manual recommends to: correctly positioning the light before each operation will limit the chances of it coming into contact with other objects (IV pole, pendant, etc.).

Event description:
(B)(4).

Manufacturer narrative:
A maquet service technician inspected the device, found that paint was missing at several locations of the lighthead and that there was rust on the junction between the lighthead and spring arm. The affected parts have been replaced. Per the device IFU, it is the responsibility of users to verify on a daily basis, the absence of paint chips, impact marks and any other damage. This investigation is on-going and the results will be included in a follow up report.